Event description:
It was reported that the surgeon ¿will be removing a bone screw for complaints of pain from the patient and parent.¿ procedure for removal is scheduled for (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). No analysis available; device not returned.